Event description:
The patient reported that the v-go device fell off twice while patient was wearing it. The patient wore the devices for about 5 hours before they fell off. The patient was doing yard work and sweating excessively when this occurred.